Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer stated that the insulin pump had an error message. The insulin pump hit the side of the bed. Customer has rewound and primed the insulin pump. Everything was fine after that. The blood glucose reading is 148 mg/dl. The insulin pump alarmed motor error during the basal delivery. The insulin pump will be replaced. Customer stated that he will use the insulin pump until the end of the day. Customer advised to discontinue use of the insulin pump. Customer understood and agreed to the safety issues with his decision to use the insulin pump. Nothing further reported.